Manufacturer narrative:
The suspect product is the advantage meter.

Event description:
Reporter alleged not being able to view blood glucose results from the advantage system memory. The MFR determined upon their eval there were missing segments on the system. As a result no action taken or treatment reportedly received as a result. A request had been made for the suspect product and replacement product had been sent. Advantage system: meter serial and comfort curve test strip lot 549117 with an expiration date of 9/30/07.